Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed to have been because of the failure of the video connector receptacle and the ssd. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera control unit had a camera head communication failure (error code e216). The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that phenomenon occurred due to faulty scope socket. Olympus will continue to monitor field performance for this device.